Manufacturer narrative:
Section d4: UDI and expiration date: corrected. Section h4: device manufacture date: corrected. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a low-speed event; however, a specific cause for this finding could not be conclusively determined. The submitted log file contained events from day 1822, hour 22, minute 31, through day 1829, hour 19, minute 19, per the timestamps. The log file captured a transient low-speed event at day 1829, hour 5, minute 17 while the patient was operating on the 14 volt (v) lithium-ion batteries. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The cause of the low-speed event could not be conclusively determined. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii lvas patient handbook, rev. D, are currently available. Section 1 of this IFU addresses pump parameters including pump speed. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also outlines alarms and how to respond to them, including low speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a low speed operation occurred. The speed dropped from 9200 to 6000 rpm. The power consumption also dropped to about 3 w.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a low speed operation occurred while the patient was at home. The speed dropped from 9200 to 6000 rpm. The power consumption also dropped to about 3 w. The patient was asymptomatic at the time. Log files were reviewed and contained approximately 7 days of data. The set speed was 9200 rpm and the average pump power ranged from 3.1 w to 7.7 w. The average pulsatility index (pi) ranged from 3.6 to 5.9 and the average pump flow ranged from 3.8 lpm to 5.0 lpm. The event log contained a transient low speed hazard event on day 1826 of the controller usage, which appeared to have self-resolve quickly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of the low speed was not confirmed. The alarms resolved. The patient was asymptomatic. There were no issues on a self-test. The patient would be observed to see whether the issue recurs.